Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm after rewinding the insulin pump. Customer's current blood glucose reading is 301 mg/dl. Troubleshooting was performed and a reservoir connection issue was noted. No further information reported.